Event description:
On (b)(6) 2026, a patient underwent an angioplasty procedure using a Conquest PTA balloon. During the procedure, the balloon was inflated to ten atmospheres; however, the pressure did not increase further. The balloon was retrieved and inflated outside the body, where a small leak was observed at the balloon shoulder, indicating pinhole balloon rupture. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The catalog number identified in Section D4 has not been cleared in the US but is similar to the Conquest PTA Dilatation Catheter products that are cleared in the US. The PRO Code and 510K number for the Conquest PTA Dilatation Catheter products is identified in D2 and G4. Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this lot. Investigation Summary: Received one Conquest PTA Dilatation catheter. Upon visual inspection, peeled pebax was also detected to the balloon. No anomalies to the luers, bifurcate or glue fillets. On Functional Testing, In-house presto inflation device was used to apply negative pressure to the balloon. With the same in house presto inflation device, the balloon was inflated and water was noted leaking from the distal end of the balloon. The balloon fibers where stripped and under microscopic examination a pinhole rupture was noted to the balloon, near the distal tip. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as pinhole rupture was noted to the balloon, near the distal tip. Also, the investigation is confirmed for identified peeled as the peeled pebax was also detected to the balloon. A definitive root cause for the reported balloon rupture and identified peeled, could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.